Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was observed to be flipped in the pocket and partially exposed. The pocket was noted to be infected. It was suspected that the patient suffered from twiddler's syndrome. The patient was administered intravenous antibiotics and this product was explanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.